Event description:
The groshong d/l PICC was placed july 2005 at. Patient was at the hospital when the nurse was changing the dressing and found them to be wet. When dressing was removed, the catheter had migrated to the left femoral vein. Patient was transported to another hosp, for removal.